Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful. The device has been discarded by the hospital. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
After two turp procedure while using the pks superpulse generator (see medwatch number: 9617070-2011-00003) and the pk button front loading electrode, unexpected bleeding occurred and required re-admission and follow up surgery. The electrode was not saved, it was discarded by the facility. We received an email on (B)(6) 2011 stating that the generator is still not being released from risk management. (See medwatch number: 9617070-2011-00010 for the 2nd electrode).